Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler 30 instrument was rotating improperly and not engaging. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
The curved tip 30 stapler instrument was received and analyzed by the failure analysis team. The instrument was found to fail engagement during in-house testing. The instrument was placed on an in-house system and failed the engagement tests on multiple attempts. A review of logs found no recognition or engagement failures for this instrument. Additional observations not reported by the site were identified. The instrument was found to have a broken grip cable at the distal end, likely causing the engagement failures. The root cause of this failure is attributed to component failure. Signs of corrosion were found on the instrument bearings. The grip and pitch/yaw bearings exhibited orange discoloration.

Event description:
Refer to h10/h11 for follow-up information.